Event description:
A pt with both left and right ventricular assist devices (vads) implanted for almost two months had both vads removed and replaced due to multiple cerebrovascular embolic events. The events had occurred on 4/18, 4/25 and 5/5/99. The vads were examined upon explant; thrombi were found in the rvad, but not the lvad.